Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a battery out limit alarm. Their blood glucose was 6.0 mmol/l. The customer said that the alarm remained even after they changed the battery and their battery cap. They were advised that the pump needed to be replaced. The insulin pump will not be returning for analysis.